Manufacturer narrative:
(B)(4).

Event description:
Data was provided for evaluation. An analysis of the data logs indicated that the sensor session began on (B)(6) 2026. The sensor session lasted 7 days and ended due to an algorithm detected failure on (B)(6) 2026. There were no bg calibrations attempted during the sensor session. On the date of the reported event (2/4/2026) the app was in high glucose alert from the prior day at 9:58 pm. The alert was repeated every 5 minutes at the setting of vibration with no acknowledgement. At 4:53 am in the morning a signal loss event was recorded lasting 1 day and 15 hours. The cause of this signal loss was determined to be the result of the phone battery discharging below low power mode (<20%). Communications resumed at 8:23 pm on 2/5/2026 when the phone was plugged into ac and the battery began to charge. The allegation was undetermined. The probable cause of the no audio alert was determined to be the result of the high alert setting set to vibrate. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction with no cgm readings occurred. At the beginning of (B)(6) 2026, the patient developed a urinary tract infection (uti) and went to the hospital. She reported that her cgm was not providing any readings at that time (there was no error message specified). She became disoriented and was unable to recall specific details of the event. At the hospital, her blood glucose was checked and found to be elevated (exact value unknown). She was admitted due to a severe uti and high blood glucose levels. The patient was treated with IV fluids and IV insulin. She remained hospitalized for a total of four days, one day primarily for management of high blood glucose and an additional three days for treatment of the uti. At the time of the report the patient was better. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.